Manufacturer narrative:
(B)(4). Sales rep stated resident was pulling the swg against the bevel of the needle. In-service was done with him on IFU and he was advised that was not the procedure.

Event description:
The customer reports during seldinger technique the guide wire met resistance. To withdraw the wire (with moderate force) it completely uncoiled. It is reported that the resident was pulling swg (spring wire guide) against the bevel of the needle.

Manufacturer narrative:
(B)(4). The customer returned a used unraveled spring-wire guide (swg) still inside of the swg tubing for investigation. The introducer needle was not returned for investigation. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained its j shape. The guide wire body also has multiple bends in the inner core wire and stretched coils. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. Visual examination of the introducer needle could not be performed as the needle was not returned. A prominent kink in the swg core wire was located approximately 21 mm from the distal weld. The broken core wire measured 602 mm in length, which met specification; therefore, no pieces appear to be missing. The outside diameter (od) of the guide wire was also found to be within specification. A manual tug test confirmed that the distal weld was intact. Additional testing of the introducer needle could not be performed as the needle was not returned. A device history record review was performed and no relevant findings were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld and there were multiple kinks in the swg body. Though the introducer needle was not provided for investigation, additional information received states that the sales representative for the product met with the customer and saw he was pulling the swg against the bevel of the needle. An in-service was performed and the resident was advised not to pull the swg against the bevel as stated in the provided instructions-for-use. Based on the information provided, the probable cause of this complaint is user error-not per IFU.

Event description:
The customer reports during seldinger technique the guide wire met resistance. To withdraw the wire (with moderate force) it completely uncoiled. It is reported that the resident was pulling swg (spring wire guide) against the bevel of the needle.